Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0d. On 11-sep-2021 customer returned pump for an alleged no delivery alarm, failed batt test . Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Also, pump passed displacement test, self test and passed off no power test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test . No unexpected no delivery alarm, failed batt test during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and missing end cap sticker. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. In conclusion, unit passed all require testing. Pump no delivery alarm, failed batt test alarm not confirmed.

Event description:
Medtronic received information that failed batt test, no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.